Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the device was exposed due to necrosis. Furthermore, suspected infected area was debrided. There was no additional adverse patient effects were reported. This device was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the device was exposed due to necrosis. Furthermore, suspected infected area was debrided. There was no additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with necrosis.